Manufacturer narrative:
(D4) catalog number: 314-13-23, serial number: (B)(6), expiration date: 16-feb-2020, unique identifier (UDI) #:(B)(4). (G5) PMA/510(k)number: k113309. (H3) the revision reported was likely the result of the polyethylene body of the glenoid component becoming disassociated from the metal pegs which may have been due to drilling the peripheral peg holes at an angle or not fully seating the cage glenoid component at the time of implantation. However, this cannot be confirmed because the component was not returned for evaluation and x-rays were not provided. (H4) device manufacture date: 18-feb-2015. Section h11: *the following sections have corrected information: (d11) concomitant device(s): 300-01-13, 4096120 - equinoxe, humeral stem primary, press fit 13mm. 300-20-02, 4138157 - equinox square torque define screw drive kit. 300-50-15, 3894539 - 1.5mm short rep plate. 310-00-47, 4132697 - xs humeral head, 47mm xs offset humeral head.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): replicator plate. Torque screw. Humeral head.

Event description:
As reported by the (B)(6) study, approximately 52 months postoperative the initial implant, this (B)(6) y/o male patient, weight (B)(6) lbs experienced a disassociation of polyethylene of the left shoulder, shear failure without mechanisms. The event is related to the device and possibly related to the procedure. Device will not be returned due to this is a study patient. No other information available at this time.